Event description:
It was reported that during follow-up, several noise episodes were observed. The noise by not reproducible in clinic. The patient received one high voltage shock therapy and several atp therapies. The lead was capped and replaced. The patient's condition was well after surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.